Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken shaft was thermo-mechanical fatigue, wear/tear, and improper handling (impact, shock). The event can be detected/prevented by following the instructions for use which state: ¿¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿¿ olympus will continue to monitor field performance for this device.

Event description:
The third party distributor (on behalf of the customer) reported to olympus, the teflon end of the resection sheath, 8mm (for 8.5mm / 26 fr. Outer sheath, abs) shaft was broken. The issue was found during preparation for use, the therapeutic resection procedure was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to a third party for evaluation. The device evaluation found that the resection shaft needed to be replaced. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.